Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Conclusion: the most likely cause of the reported event was determined to be user related, like excessive insertion force or off-axial loading.

Event description:
It was reported that; cage broke during insertion into disc space.

Event description:
It was reported that; cage broke during insertion into disc space.